Event description:
It was reported that a patient underwent an unknown procedure, during the procedure, the locking screw malfunctioned. The surgeon replaced the screw with a new one. The surgery was extended but no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.